Manufacturer narrative:
Date of non-union is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Part: 413.348s; lot: l329194; manufacturing site: (B)(4); release to warehouse date: march 09, 2017; expiry date: march 01, 2027; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging / sterilization criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Reviewing the x-ray pictures it can be confirmed that there is still a gap and non-union can be identified. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. As there is no device malfunction alleged and no associated surgical technique error, a dcrm review will not be completed as it is outside of the scope of the dcrm. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that open wedge high tibial osteotomy was applied to gonarthrosis in the right knee on (B)(6) 2017. The surgery was completed without a delay. Postoperatively, the patient¿s bone union has been slower than expected. Through x-rays taken in (B)(6) 2018, a gap was noticed around the artificial joint. This complaint is related to (B)(4), which accounts for the left knee of the same patient. This report is for a 5.0mm ti locking head screw self-tapping 48mm. This is report 5 of 8 for (B)(4).